Event description:
The customer reported that the system's collimator needed to be adjusted as the collimator blades were showing on the left side of the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was repositioned and calibrated. The tube was worked on. The system was tested and found to be working as intended and put back into service.